Manufacturer narrative:
There was no allegation from the nurse that the device had any malfunction that caused the patient¿s fall. The circumstances in which the patient fell from the bed are unknown. Due to limited information available, the root cause of the claimed event could not be determined. The complaint was assessed as reportable due to the allegation about the patient's fall. According to the citadel plus instruction for use, 831.374 rev.11 ¿to make sure the patient can use the bed safely, their age and condition should be assessed by a clinically-qualified person.¿ ¿to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use.¿ to sum up, there was no allegation from the nurse that the device had any malfunction. The circumstances in which the patient fell from the bed are unknown. No injury reported. Due to limited information available, the root cause of the claimed event could not be determined. The complaint was assessed as reportable due to the allegation about the patient's fall.

Event description:
During shift, staff heard a noise. When the nurse went to investigate the source of this alarming sound, she found the patient lying on the floor beside the bed. As stated in the report, all safety side rails were locked in upper position, also the foot safety side was being kept raised to prevent sliding down of a patient. The accident resulted in the feeding tube falling out. No injury was reported.

Manufacturer narrative:
The arjo service technician inspected the device. No fault that could contribute to the patient's fall was found. Based on the review of previous complaints, the possible root cause of the patient¿s fall is that the patient wanted to exit the bed without assistance. The citadel plus instruction for use (IFU 831.374 rev.11) states ¿caregiver should always aid patient in exiting the bed.¿ however, in the analysed case the event was unwitnessed, thus it is impossible to confirm that scenario. The customer reported that the backrest section of the bed was raised. To prevent the patient from sliding down the foot section was kept raised too. The IFU 831.374 rev.11 indicates that the specialty surfaces have different shear and support characteristics than conventional surfaces and may increase the risk of patient movement, sinking and / or migration into hazardous positions of entrapment and / or inadvertent bed exit. The caregivers should monitor patients frequently to guard against patient entrapment. The arjo service technician informed that between the patient and the maxxair ets mattress, the non-arjo low friction repositioning matt (prevalon) was placed. While at the facility arjo representative observed that the patient was lying with her head towards the right side of the bed and her legs towards the opening between the rails on the left side. Her shoulder was pushing against the right head side rail, apart from the raised backrest section, the presence of the matt was the most probable cause that the patient was sliding down the bed and the patient¿s position was inappropriate. The customer staff informed that when they were raising the backrest and the foot sections of the bed there were only 4 inches (10,2cm) from the top of the mattress to the top of the side rail and it could be the reason that the patient fell out of bed. The maxxair ets mattress is 25cm in height, while the distance between the bed¿s deck and the top of the side rail is 42cm. Thus the distance between from top of the mattress to the top of the side rail should be around 17cm. The IFU indicates: ¿make sure the distance between the top of side rails (if used) and top of a speciality mattress (without compression) is approximately 4,5 in (11,4cm) or greater.¿ ¿arjo mattresses have been evaluated for use with this bed.¿ the low friction matt that was placed between the patient and the mattress could slightly change the distance between the surface and the top of the side rail. However, IFU states ¿consider individual patient size, position (relative to the top of the side rail) and patient condition in assessing fall risk.¿ in relation to the patient's fall the IFU also indicates the: ¿to make sure the patient can use the bed safely, their age and condition should be assessed by a clinically qualified person.¿ ¿to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use.¿ to sum up, because the fall was unwitnessed, the exact root cause of the claimed fall could not be determined. The arjo device was not meeting its performance specification as the patient fell from the bed. The citadel plus bed was used for the patient's treatment at the time of the event. The complaint was decided to be reportable due to the allegation of the patient fall from the bed.